Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and endometrial ablation. She denies any pelvic pain, vaginal discharge, odor, itch, urinary or bowel complaints. Concurrent conditions included obesity, cervical polyp, gallstones, ovarian cyst, amenorrhea, diverticulitis, nonsmoker, dysmenorrhea and menopause. Concomitant products included citalopram and trazodone hydrochloride (desyrel). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), premenstrual syndrome ("hormonal changes describe: cycles were unpredictable"), rash ("allergic or hypersensitivity reaction type: skin rashes"), anxiety ("psychological or psychiatric problems condition: anxiety"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: heartburn, reflux") and abdominal pain lower ("lower left abdomen"). The patient was treated with ibuprofen, sumatriptan (imitrex), bactrim (mortin), solpadeine (tylenol 1), surgery (B)(6) 2017(hysterectomy with bilateral salpingectomy)) and surgery (novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, premenstrual syndrome, rash, anxiety, eczema, migraine, headache, allergy to metals, weight increased, dyspepsia, gastrointestinal disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, dyspepsia, eczema, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, premenstrual syndrome, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain, weight gain, anxiety, migraines, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events "abnormal bleeding (vaginal), menorrhagia, hormonal changes describe: cycles were unpredictable, skin rashes, anxiety, eczema, migraines, headaches, nickel allergy, weight gain, heartburn, reflux, lower left abdomen" are added. Patient, reporter, product information are added. Lab data added. Outcome of event pain is recovered/ resolved. Concomitant and historical conditions are added from medical record. Concomitant and treatment drug are added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure (batch no. 761440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and endometrial ablation. She denies any pelvic pain, vaginal discharge, odor, itch, urinary or bowel complaints. Concurrent conditions included obesity, cervical polyp, gallstones, ovarian cyst, amenorrhea, diverticulitis, nonsmoker, dysmenorrhea, menopause, abdominal pain and epigastric pain. Concomitant products included citalopram and trazodone hydrochloride (desyrel). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6)2011, the patient experienced premenstrual syndrome ("premenstrual syndrome issue"). In 2012, the patient experienced allergy to metals ("nickel allergy/allergic or hypersensitivity reaction ") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: heartburn, reflux") and was found to have weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("hormonal changes describe: cycles were unpredictable"), rash ("allergic or hypersensitivity reaction type: skin rashes"), eczema ("rashes or skin conditions type: eczema"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and abdominal pain lower ("lower left abdomen"). The patient was treated with ibuprofen, solpadeine (tylenol 1), sulfamethoxazole;trimethoprim (mortin), sumatriptan (imitrex) and surgery (B)(6)2017(hysterectomy with bilateral salpingectomy) and novasure ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, rash, eczema, migraine and dyspepsia had resolved, the menorrhagia, vaginal haemorrhage, menstrual disorder, anxiety, headache, allergy to metals, gastrointestinal disorder, abdominal pain lower, fatigue and premenstrual syndrome outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, dyspepsia, eczema, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, premenstrual syndrome, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain, weight gain, anxiety, migraines, menorrhagia. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received. Reporters information added. Lot no. Added. Event:premenstrual syndrome were added. Outcome of event: weight gain, rashes, heart burn, migraine were updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure (batch no. 761440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and endometrial ablation. She denies any pelvic pain, vaginal discharge, odor, itch, urinary or bowel complaints. Concurrent conditions included obesity, cervical polyp, gallstones, ovarian cyst, amenorrhea, diverticulitis, nonsmoker, dysmenorrhea, menopause, abdominal pain and epigastric pain. Concomitant products included citalopram and trazodone hydrochloride (desyrel). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2011, the patient experienced premenstrual syndrome ("premenstrual syndrome issue"). In 2012, the patient experienced allergy to metals ("nickel allergy/allergic or hypersentivity reaction ") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: heartburn, reflux") and was found to have weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("hormonal changes describe: cycles were unpredictable"), rash ("allergic or hypersensitivity reaction type: skin rashes"), eczema ("rashes or skin conditions type: eczema"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and abdominal pain lower ("lower left abdomen"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), ibuprofen, sulfamethoxazole;trimethoprim (mortin), sumatriptan (imitrex) and surgery ((B)(6) 2017 (hysterectomy with bilateral salpingectomy) and novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, eczema, migraine and dyspepsia had resolved, the menorrhagia, vaginal haemorrhage, menstrual disorder, anxiety, headache, allergy to metals, gastrointestinal disorder, abdominal pain lower, fatigue and premenstrual syndrome outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, dyspepsia, eczema, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, premenstrual syndrome, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain, weight gain, anxiety, migraines, menorrhagia. Lot number:761440, manufacture date: 2010-07, expiration date:2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and endometrial ablation. She denies any pelvic pain, vaginal discharge, odor, itch, urinary or bowel complaints. Concurrent conditions included obesity, cervical polyp, gallstones, ovarian cyst, amenorrhea, diverticulitis, nonsmoker, dysmenorrhea and menopause. Concomitant products included citalopram and trazodone hydrochloride (desyrel). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("hormonal changes describe: cycles were unpredictable"), rash ("allergic or hypersensitivity reaction type: skin rashes"), anxiety ("psychological or psychiatric problems condition: anxiety"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: heartburn, reflux") and abdominal pain lower ("lower left abdomen"). The patient was treated with ibuprofen, sumatriptan (imitrex), bactrim (mortin), solpadeine (tylenol 1), surgery ((B)(6) 2017 (hysterectomy with bilateral salpingectomy)) and surgery (novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, menstrual disorder, rash, anxiety, eczema, migraine, headache, allergy to metals, weight increased, dyspepsia, gastrointestinal disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, dyspepsia, eczema, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain, weight gain, anxiety, migraines, menorrhagia. Most recent follow-up information incorporated above includes: on 17-jul-2018: correction following company internal coding review. The event "hormonal changes describe: cycles were unpredictable" was recoded to meddra llt menstrual cycle abnormal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and endometrial ablation. She denies any pelvic pain, vaginal discharge, odor, itch, urinary or bowel complaints. Concurrent conditions included obesity, cervical polyp, gallstones, ovarian cyst, amenorrhea, diverticulitis, nonsmoker, dysmenorrhea, menopause, abdominal pain and epigastric pain. Concomitant products included citalopram and trazodone hydrochloride (desyrel). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("hormonal changes describe: cycles were unpredictable"), rash ("allergic or hypersensitivity reaction type: skin rashes"), anxiety ("psychological or psychiatric problems condition: anxiety"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: heartburn, reflux"), abdominal pain lower ("lower left abdomen") and fatigue ("fatigue"). The patient was treated with ibuprofen, sumatriptan (imitrex), bactrim (mortin), solpadeine (tylenol 1), surgery (on (B)(6) 2017 (hysterectomy with bilateral salpingectomy)) and surgery (novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the menorrhagia, vaginal haemorrhage, menstrual disorder, rash, anxiety, eczema, migraine, headache, allergy to metals, weight increased, dyspepsia, gastrointestinal disorder, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, dyspepsia, eczema, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; pelvic pain, weight gain, anxiety, migraines, menorrhagia. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. New events fatigue was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.